Manufacturer narrative:
The device history record (DHR) review for the retroflex 3/sapien introducer sheath set was performed and all manufacturers' specifications were met prior to release for distribution.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, while removing the 24 fr sheath from the patient's external iliac, a perforation occurred evident by a small leak. The perforation was repaired with a covered stent via the contra-lateral side. After the stent was placed, fluoroscopy imaging was taken and there was no residual leak present. Per the report, the sheath was introduced into the patient without incident. The minimum access vessel diameter was 8.5mm with mild calcification and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. The exact cause for the perforation cannot be determined. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel was 8.5mm; there was mild calcification, mild tortuosity, and no report of difficulty with transition of the sheath into the patient's vasculature. It is possible that patient factors contributed to the reported event. No further actions are required.